Manufacturer narrative:
B4: event description has been updated to capture the additional information.

Event description:
On (B)(6) 2024, this patient underwent an emergency endovascular treatment for thoracic aortic aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The exact ruptured site was unknown but four devices were planned to be placed from the descending aorta to aortic arch. The first ctag ac (tgm212110j) was implanted most distal. It was undersized to the aortic diameter (24 mm), so it migrated distally after deployment. The physician attempted to correct the positioning of the device using a gore® molding & occlusion balloon catheter. At that time, blood pressure decreased and aortic re-rupture was suspected. The patient¿s blood pressure did not improve and he died during the procedure. Reportedly, this procedure was emergency and thus, available devices were limited and the undersized ctag ac was unavoidably used.

Event description:
On (B)(6) 2024, this patient underwent an endovascular treatment for thoracic aortic aneurysm rupture using gore® tag® conformable thoracic stent graft with active control system (ctag ac). The ruptured site was unknown but four devices were planned to be placed from the descending aorta to aortic arch. The first ctag ac (tgm212110j) was implanted most distal. It was undersized to the aortic diameter (24 mm), so it migrated distally after deployment. The physician attempted to correct the positioning of the device using a gore® molding & occlusion balloon catheter. At that time, blood pressure decreased and aortic re-rupture was suspected. The patient¿s blood pressure did not improve and he died during the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® molding and occlusion balloon catheter instructions for use, possible adverse events and complications that may occur with the use of this product and which may require intervention include, but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.